Event description:
The pt had a good biochemical response to the treatment with cea decrease from 100.0 ng/ml in 09/01 to 51.3 ng/ml in 11/01. Pet scan from 12/01 showed significant (at least 50%) regression of malignant lesions within the liver while the extrahepatic lesions appeared similar or slightly increased in size. As cea started to increase (73.5 ng/ml in 12/01) the pt was retreated with therasphere to the right lobe with 153 gy in 01/02, and left with 130 gy in 02/02. Both procedures went well and the pt was discharged to home in stable condition each time. CT scan from 03/02 showed disease progression with too numerous to count lung lesions, significant worsening of tumor burden in the liver, adenopathy, soft tissue masses in presacral, perirectal and subhepatic regions. Another sign of disease progression was the cea increase to 132.4 ng/ml in 03/02. In 2002, the pt's local oncologist placed them on hospice. The pt expired in 2002. This death is not related to therasphere treatment; it is due to hepatic and extrahepatic disease progression.